Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 1 of 3, customer contacted tsc to report at least three patient samples gave false negative reactions with anti- igg gel card lot# 120817001-55, exp 09.20.18, on manual gel when testing for dat. Customer states that when the dat anti-igg was repeated in tube, the results were positive; but in anti-igg gel card the results were always negative . Customer states they have validated the dat test using mts poly igg, c3d and mts anti-igg gel cards and with anti-c3b in tube from immucor. Mts poly anti-igg, c3d, lot# 111317005-0,1 exp 10.08.18. Daily quality control passed. Positive dat control with immucor check cells and negative dat control with cord cells. First patient tested (B)(6) 2018. (B)(6). For first patient, dat test was not repeated. Customer instead did perform an eluate and the eluate showed +w and +2 nonspecific positive reactions with panel cells. Customer performed antibody identification and identified anti-jkb and anti-kpa for this patient. Second patient (new patient for the facility no antibody history) tested (B)(6) 2018. (B)(6). Second patient repeated: (B)(6). For second patient one eluate was performed giving positive panagglutinins reactions and in antibody identification they had a mix of cold and warm auto antibody reactions. No alloantibodies underneath. Third patient tested (B)(6) 2018. (B)(6). Third patient repeated: (B)(6). For third patient no eluate was performed. Antibody identification was performed they saw mix of cold and warm antibody reactions. No alloantibodies underneath. Issue started on: first: (B)(6) 2018, second: (B)(6) 2018, third: (B)(6) 2018. Sample ID: 3 patients. Microtubes/wells or cell (donor #) affected: random methodology used: manual gel. Pattern observed: false neg. Reaction grade obtained: negative. Customer was expecting: positive. Visual inspection of reagents acceptable. Customer using anti-igg gel cards lot#120817001-55. Customer having negative reactions with patients. Customer claims results with qc are ok. Customer repeated testing, used alternate lot of mts084024 gel cards, issue resolved. Tsc will send replacement of one box of anti-igg gel card for troubleshooting purposes customer called tsc back and reported that she repeated testing: second patient tested (B)(6) 2018 (this was the only patient she had sample left enough to test): with the new lot of anti-igg gel cards that tsc sent for troubleshooting purposes, the result in the new anti-igg card was a 1+ positive reaction but with the questionable lot#120817001-55 the result was a negative reaction again. Customer will discard the questionable anti-igg gel cards lot#120817001-55 and will send certificate of destruction to ortho.